Manufacturer narrative:
The reported complaint of "the thermogard xp ivtm system (sn (B)(4)) displayed mid:09 (air trap assembly) error message upon powering on" was confirmed during the functional testing and based on the event log review. The status led's on the air trap block were not illuminated during the testing and no fluid traces were observed inside the ivtm system. Therefore, the root cause for the mid:09 error was due to the defective air trap block. Upon visual inspection, no physical damage was observed. The thermogard xp ivtm system failed functional testing due to mid:09 (air trap assembly) error message displayed upon powering on. The event log review showed occurrence of several mid:09 (air trap assembly) error messages on the reported complaint date. The air trap assembly was replaced to address the mid:09 error. After replacing the air trap assembly, the thermogard xp ivtm system passed the functional testing without any error. Following service, the thermogard xp ivtm system passed the final testing without any error. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for the thermogard xp ivtm system with sn (B)(4).

Event description:
During patient use, the thermogard xp ivtm system (sn (B)(4)) displayed mid:09 (air trap assembly) error message upon powering on. Another ivtm system was used to continue the patient treatment. No consequences or impact to patient.